Event description:
It was observed during the device inspection, that the gastrovideoscope exhibited foreign material from the knob wire. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The foreign body could not be identified. The root cause of the residual presence of foreign objects in the equipment could not be determined. Labeling: the reprocessing method is described in the following items. This may prevent the phenomenon. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.